Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive cause for the reported suture break. A suture break as reported can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices undergo multiple suture-related inspections and a sample of devices from each lot are functionally tested. Suture breakage can occur when the suture is nicked by a rotating suture trimmer, thumb-knob is released and the gate is closed on the suture, quick, jerky motion is used to apply tension on suture versus a slow consistent increasing tension, pulling laterally or medially on the suture limb versus pulling coaxial to the suture trimmer. There was no reported abnormal user techniques. Reportedly, the physician did not take a femoral angiogram before the procedure, used a 12f or 14f sheath, and deployed the device in the superficial femoral artery. The superficial femoral artery was noted to have plaque. The warnings section of the proglide instructions for use (IFU) states do not use the perclose proglide device if the puncture site is located in the superficial femoral artery or the profunda femoral artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. The IFU also states the safety and effectiveness of the perclose proglide devices have not been established in patients with introducer sheaths greater than 8f during the catheterization procedure. Based on the reported information and the inspection criteria, a definitive cause of the reported suture break and associated patient effects could not be determined; however, plaque in the superficial femoral artery and physician techniques are possible contributing factors. Review of the device lot history record did not reveal any non-conforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that the perclose proglide sutures were deployed using a preclose technique through a 6f in the superficial femoral artery (sfa) and contralaterally in unspecified artery before an abdominal aortic aneurysm (aaa) procedure. The sheath was upgraded to either a 12f or 14f sheath. After the aaa procedure, the sutures in the unspecified artery achieved hemostasis. However, the sutures in the sfa broke when they were pulled on. Another proglide was deployed and after hemostasis was achieved with the knot, the groin pulse was weak. A cut down was performed and the sfa was noted to have quite a bit of plaque and the sutures had closed the artery. The artery was reopened surgically and hemostasis was achieved. There was no adverse patient sequela. It was reported that the physician did not take a femoral angiogram before deployment of the sutures. The physician is reported to be in-training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Femoral angiogram not taken prior to procedure, use of device in superficial femoral artery, and use with a 12f/14f sheath. (Per the instructions for use, a femoral angiogram is to be performed to verify site location. The device is not to be used in the superficial femoral artery as the puncture site may result in patient injury. The device is indicated for use with a 5f to 8f sheath.) The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.